Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Attempts were made to replicate the user complaint and were able to successfully receive high/low glucose alarms on a samsung a53 with android/fsll version 2.5.3.6373 using a known good libre 2 sensor. No issues were identified with the librelink app. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding missing the glucose alarm alert while wearing the adc device using freestyle librelink. As a result, the customer experienced blurry vision, numb tongue, confusion, and a loss of consciousness and was provided a glucagon injection by non-healthcare professional due to a blood glucose test of 2.9 mmol/mol obtained on the hcp meter. No further information was provided. There was no report of death or permanent injury associated with this event.